Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search on the provided attune fb tib base sz 7 cem (product code 150600007, lot number 8010791) found an additional report. A previous DHR review ((B)(4)) did not reveal any related manufacturing deviations or anomalies on the reported lot number. The provided explant photograph was reviewed by commercialized product development. With the information provided, the root cause of post-operative loosening cannot be definitively determined. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibial tray at the cement/implant interface.